Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a cervical spinal dural arteriovenous fistula (avf) at the c2 level using penumbra coil 400''s (pc400¿s). During the procedure, the physician deployed a pc400 into the target vessel using a benchmark 6f 071 delivery catheter (benchmark dc) but was unable to detach the coil using a penumbra coil 400 detachment handle (handle). Therefore, the pc400 was removed and the procedure was completed using additional coils and the same handle. There was no report of an adverse effect to the patient. As of (B)(6) 2017, the patient is doing ok, walking again and almost back to normal.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra clinical research associate indicated that the hospital no longer has the device available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.